Manufacturer narrative:
The precision cartridge blade subject to this MDR was returned for evaluation. It was visually confirmed that the teeth on one side of the blade were badly damaged. Tests were performed on the blade which demonstrated that there was no mechanical, structural or functional issues. Investigation results indicate that the precision cartridge blade was potentially misused; however, this cannot be confirmed. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a total knee arthroplasty procedure the prevision blade notched the interior femur causing bone loss. It was also reported that bone cement had to be used to build the bone space back up. It was also reported that there was a delay to the procedure which exceeded 30 minutes.